Event description:
It was reported that the customer experienced a malfunction alarm with code 16-0x20e6. The blood glucose level at the time was 185 mg/dl, which was within the normal range. There was no further information provided regarding the actions taken by the customer or any outcome following the event.